Manufacturer narrative:
The reason for this revision surgery was reported as an dislocation. The previous surgery and the revision detailed in this investigation occurred 21 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) show that the reported component used in the previous surgery met design and manufacturing requirements. There were 2 non-conforming material reports (ncmr) associated with the main part 508-40-101, glenoid, head with retaining screw, rsp, 40mm, neutral. First ncmr, ncmr number 48716 which documents nonconformance that out of 20 quantities lot, 4 parts were rejected and reworked for multiple minor scratches on polish area. Justification for the acceptance describes that, the tightness of the circularity tolerance demands dimensional inspection despite using the rubber wheel on a polished surface being a validated process. No adverse effects associated with rework. Second ncmr, ncmr number 48124 which documents nonconformance that out of 20 quantities lot, 6 parts were rejected and reworked due to scratches on the polish area. Justification for the acceptance describes that, standard rework steps to retouch articulating surface, and buffing with the rubber wheel is a validated process. No adverse effects associated with rework. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's event. There are many factors that may contribute to the event that are outside the control of djo surgical are poor bone density, patient bone deterioration, inadequate soft tissue support, excessive range of motion, patient activities or trauma. Due to the short time between previous and revision surgery, it is also possible that the event may have occurred due to improper implant selection, lack of post-operative care or patient non-compliance with medical instructions. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any patient activities that may have contributed to the event and hence a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to dislocation.